Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the evolution transfer carriage. The technician's evaluation found the transfer cart and sterilizer docking station required minor adjustments to ensure the transfer carriage successfully docked and undocked from the sterilizer. The transfer carriage subject of the reported event was placed into service in (B)(6) of 2018 and is currently under steris warranty. Following the event, steris's installation team was counseled on the importance of properly adjusting the transfer cart and sterilizer docking station in accordance with steris's installation instructions prior to placing the unit into service. Following the technician's adjustments, no additional issues have been reported.

Event description:
The user facility reported the front of their 66" evolution transfer carriage collapsed while the operator was attempting to insert the transfer cart into the sterilizer. No injury was reported. Instruments subject of the reported event were processed prior to use in patient procedures.